Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735783, ubd: unknown, UDI#: unknown product ID: 9735795, ubd: unknown, UDI#: unknown product ID: 9735796, ubd: unknown, UDI#: unknown product ID: 9735993, ubd: unknown, UDI#: unknown g0200703: network port, pcoip, network interface g02014: monitor g2: this event occurred in japan, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera monitor did not display. There was no patient involvement.

Manufacturer narrative:
H3, h6: product analysis of the pc over ip (pcoip) component, lot number: 7yba1sjyth was previously reported. At that time, the product # of the pc over ip component (given in the text in h11 describing the product analysis) was given as 9735795. The correct product # is 9735796. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: the lot number for 9735783r was updated from 019117a00485 to 19117a00485. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3, h6) the 9735795 pc over ip (pcoip) component, lot number: 7yba1sjyth3, was returned to the manufacturer for analysis. The pcoip client was tested and found to be operating normally. Internal logs showed no errors. Ethernet was correctly configured to 100mbps full-duplex, and the device passed configuration verification. There were no failures found. The 9735783 network switch component, lot number: 019117a00485, was returned to the manufacturer for analysis. The switch was tested and all five ethernet ports passed continuity testing and pinged with 0% packet loss. Switch was fully functional. There were no failures found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: the monitor 9735795, lot number: 20043270, was returned to the manufacturer for analysis. The analyst was unable to duplicate reported problem. The touch worked on the whole monitor. The sound was normal and the monitor displayed a good image. There were no failures found. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.